Event description:
It was reported that the patient had a loss of therapeutic effect. The patient suspected that the implantable neurostimulator (ins) was dead. The patient had symptom return. The patient reportedly went to her doctor a couple of months ago and was told that she may start having issues with the ins battery level. The patient told her doctor then that she thought the ins was working fine, but now she thought it was dead. Additional information received from the health care provider (hcp) reported that the cause of the event was the implantable neurostimulator (ins) had reached end-of-life (eol). It was reported that the left ins electrode impedances for 0-1, 0-2, 0-3, 1-3, and 2-3 were run at 3.0v and they were greater than 2,000 ohms. The right ins electrode impedances were run at 3.0v and 0-3 was greater than 2,000 ohms. It was stated that there was normal battery depletion. It was stated that the impedances were normal when they were checked in the operating room. An ins replacement happened in (B)(6) 2013. It was reported that the patient was not hospitalized and there was no patient injury.

Manufacturer narrative:
Product ID 3389s-40 lot# v515472, implanted: 2010 (B)(6); product type lead product ID 7482a40 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).